Event description:
While doing a stereotactic breast biopsy, every time the radiologist fired the biopsy needle, the calcifications we were trying to biopsy were being pushed away.manufacturer response (as per reporter) for biopsy device, suros atec breast biopsy and excision systemthe hospital discussed our concerns with hologic during a teleconference. Hologic informed us that they have enhanced their qc in response to user experience feedback from multiple facilities.